Manufacturer narrative:
As reported, the hydrosurg plus irrigator leaked fluid during a procedure. It is reported that the user is not sure if the fluid reached to patient; there has been no reported injury or indication that this occurred. Follow up information provided did not indicate any subsequent patient injury or need for intervention. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during a laparoscopic abdominal exploration procedure on (B)(6) 2021, the bard/davol hydrosurg plus irrigator had a clear fluid with green granules in the irrigation side of the tubing, which leaked out. As reported, ¿there was stool involved so they are not sure if this liquid reached the patient or not." The procedure was stopped immediately. There was no reported patient injury.